Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required specification. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) readings have been running higher for the past month, occasionally to the 400 mg/dl range. In early april, something bit her on leg while travelling, she went to a walk-in clinic and was on antibiotics for 10 days. She reportedly has not felt well since then. Patient states last week on (B)(6) 2013, her bg reading was ¿hi¿ on meter, she was feeling short of breath and having indigestion, but did not check for ketones. She went to ER and was admitted for high bg, given IV fluids for hydration, continued on pump therapy while in hospital, and discharged the following day after lunch (B)(6) 2013. Patient states she continues to run high bg readings in the evening, lasting throughout the night, then back to target range in am. Patient states her health care provider (hcp) has adjusted basal settings in the last month. Patient states her bg prior to this call was 442 mg/dl, not checking for ketones, feeling a little tired, no other symptoms. Patient is changing out site/set/cartridge every 2 days, reviewed ifs insertion technique, inserting per IFU. Last site/set/cartridge change was at 4:30pm today. Customer support (cs) reviewed alarm history with patient-no alarms past several days-only low cartridge. Reviewed bolus history and all boluses delivered appropriately 100%/100%. Reviewed tdd and all numbers add up correctly. Reviewed date/time and basal settings: patient confirmed they are all correct. Patient denies any air bubbles/air spaces/blood in tubing or cartridge or associated with site. No leaking at cart or skin site. Site looks good with no redness, swelling, pain or discharge. Patient is not ill. The patient rotates sites and avoids areas of scar tissue. Bg is responding to correction boluses indicating not a site/set issue.cs advised patient there is no indication of pump malfunction, that it seems that settings need to be adjusted. Advised patient to continue to monitor bg frequently and to contact hcp to discuss bg issues further and advise them pump appears to be functioning well. Patient remains on pump therapy, bg has come down from 442 mg/dl to 431 mg/dl. This complaint is being reported due to the allegation that a patient on pump therapy was hospitalized for hyperglycemia.